Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Cracked case lower corners of display window, cracked battery tube threads and scratched on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.